Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the tip bearing of the attachment found to be broken. The likely cause of the failure is due to the detached distal bearings. It was also noted that the leg was worn, the laser markings were faded and the color band was almost completely disintegrated and found to be corroded. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tip bearing of the attachment was found to be broken. At the time of report, there was no patient or staff impact.